Event description:
Hill-rom technical support received a report from the account stating the bed exit will not arm. The bed was located in the general medsurge area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account. The representative explained the bed needs to have at least 50 pounds on the sleep deck to be able to arm the bed exit. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account placed 66 pounds of weight on the center of the sleep deck and all patient positioning modules were able to be armed and alarmed as designed. The account stated the bed was on a floor with new nurses that may need to be retained on the bed operations. Based on this information, no further action is required.